Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the ventilator's waveform were abnormal with no affect on ventilation. It was confirm that no alarm was generated, when the issue occurred. Inspection of the device revealed that there was too much water in the patient circuit. The water was removed and waveform was normal. The ventilator passed all functional and safety tests and was cleared for clinical use. The purpose of patient circuit's is delivering and exchanging gases. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to patient circuit.